Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery essure removal on (01aug2018). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the free end of the essure coil was grasped and transected and removed from the abdomen.'), device dislocation ('the free end of the essure coil was grasped and transected and removed from the abdomen / embedded in the adipose tissue along the outer surface of the adipose tissue is a segment of coiled metal consistent with an essure coil') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 709953) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia (irregular spotting), nausea (nausea), asthma (asthma), eczema (eczema) and abdominal pain (abdominal pain). Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy. And laparoscopic bilateral salpingectomy. Removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device breakage, device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the essure device was noted to be within the left fallopian tube and was not completely transected. The free end of the essure coil was grasped and transected and removed from the abdomen. The proximal end of the essure coil was felt to be still within the uterine comua. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Following company internal coding review, the reported event embedded in the adipose tissue along the outer surface of the adipose tissue is a segment of coiled metal consistent with an essure coil¿ was recoded to device dislocation into abdominal cavity, and clubbed at the other event ¿the free end of the essure coil was grasped and transected and removed from the abdomen.¿ we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the free end of the essure coil was grasped and transected and removed from the abdomen.'), device dislocation ('the free end of the essure coil was grasped and transected and removed from the abdomen.'), embedded device ('embedded in the adipose tissue along the outer surface of the adipose tissue is a segment of coiled metal consistent with an essure coil') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 709953) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia (irregular spotting), nausea (nausea), asthma (asthma), eczema (eczema) and abdominal pain (abdominal pain). Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, laparoscopic bilateral salpingectomy. And laparoscopic bilateral salpingectomy.removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, embedded device and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device breakage, device dislocation, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: the essure device was noted to be within the left fallopian tube and was not completely transected. The free end of the essure coil was grasped and transected and removed from the abdomen. The proximal end of the essure coil was felt to be still within the uterine comua. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: reporter added, dob added, lot number added, medical history and historical drug added. Event device breakage, device dislocation and embedded device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.